Manufacturer narrative:
(B)(4). The complainant indicated that the device was discarded; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted in the rectum to treat a perirectal abscess during a colonoscopy with endoscopic ultrasound (eus) procedure performed on (B)(6) 2021. During the procedure, the second flange failed to deploy. The stent was removed still partially deployed on the delivery system. A guidewire was attempted to pass through the delivery system but was unable to advance. The abscess was not drained and the puncture site was closed with an ovesco clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. A photo of the device after the procedure provided by the complainant showed he inner sheath was kinked. Note: it was reported that the axios stent was intended to be placed to treat a perirectal abscess. However, per the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. The hot axios stent is not indicated to be implanted in the rectum.